Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain five of five. When she opened the cassette door, there was fluid leaking. The origin of the leak could not be identified. Patient had no ill effects. Sample is not available.